Event description:
It was reported that the customer experienced a blood glucose ranging from 434 mg/dl to ¿high¿ (specific value was not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the elevated blood glucose. The customer gave a bolus via the pump to address blood glucose level and went to the emergency room (ER) and was placed under observation. The customer was released from the ER 17 hours later with the issue resolved and no permanent damage, no treatment was given at the emergency room. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high blood glucose was unknown, customer understood and acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.